Event description:
Mandibular distraction device implanted 2007, explanted about one month later, because the distractor broke at the housing.

Manufacturer narrative:
Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, follow-up report will be sent.